Manufacturer narrative:
(B)(4). Visual inspection confirmed the condition of particulate matter inside the bag. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was initiated for this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During baxter evaluation a small white particle was observed inside of a 250ml eva bag. There was no patient involvement. Additional information was requested and is not available.